Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are ramping up without stopping. Customer's blood glucose was 324 mg/dl at the time of incident and also went up to 504 mg/dl the previous week. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked reservoir tube, cracked battery tube threads, corroded battery tube and minor scratches on lcd window.